Manufacturer narrative:
Irn#: (B)(4). Complaint took place in USA. The b, c, d and g codes have been changed/adjusted in this fu1 report compared to the intial 12/10/2024 report. Based on clinical assessment and risk assessment this case is considered as closed. In case new information becomes available a follow up report will be sent to the agency.

Event description:
Irn#: (B)(4). Incident occurred in USA: pulled out the stimulation cord. Went to aspirate and it sucked air into the syringe. Tried to push meds and it leaked out the top. Was not able to complete the procedure using this catheter. Had to use a new catheter and didn't pull the stimulation cord out and had no problems.

Manufacturer narrative:
Irn# (B)(4). Complaint took place in USA. All codes must be filled in for the initial report, although the initial report did not previously require the b, c and d codes. Otherwise the packing of the parcels will not work. In the subsequent fu1 with the determined test results, these can change again! At the time of the complaint, the affected failure pattern has not yet been sent in for examination. The current processing status does not yet include the complete analysis and test results, which will be transmitted with the subsequent fu1.

Event description:
Irn# (B)(4). Incident occurred in USA: pulled out the stimulation cord. Went to aspirate and it sucked air into the syringe. Tried to push meds and it leaked out the top. Was not able to complete the procedure using this catheter. Had to use a new catheter and didn't pull the stimulation cord out and had no problems.